Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and had keypad anomaly. Troubleshooting was done. Customer's blood glucose was 12.7 mmol/l. Customer stated that some buttons were not responding. It was found in the alarm history that there was button error alarm. Customer stated the insulin pump was exposed to sweat and sea water. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.